Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 0.9. Date: 2 weeks ago, inratio: 3.2. Customer used 28g lancets.

Manufacturer narrative:
Investigation pending.